Event description:
Harmonic focus shears were used in right parotidectomy and plugged into generator. Display screen when device in use stated "relax pressure on blade" and device was not working properly. Replaced the old handpiece (lot # m4hp47) with a new handpiece (lot # m4hr13) and device seemed to be working better. After a few minutes, surgeon reported the adaptive qualities of the new harmonic focus plus were not working correctly. The display on the generator did not indicate any issues. Replaced the original generator with another generator. This generator displayed the message that "advanced features are not available on this device" so the issue of the adaptive qualities with the harmonic plus resolved.